Event description:
The customer reported that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.